Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the carrier was getting stuck during use. The device failed the sample mesh test during evaluation; the comb and various other parts were damaged. The washer, comb, comb springs, carrier guide, and cap screws were replaced and resolved the reported issue. Review of the DHR found no deviations or anomalies during manufacturing. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted.

Event description:
It was reported that outside of surgery the carrier got stuck in the mesher. The carrier was unable to advance forward, handle unable to move up and down, and carrier was not able to be removed from the mesher. No patient involvement was noted as a result no harm or surgical delay occurred. Due diligence is complete.